Event description:
It is reported that the device was implanted in 2007, and revised in 2009, due to the metal yoke breaking.

Manufacturer narrative:
Evaluation summary: it is reported that the product was in vivo for approximately 1 year and 5 months before being revised, due to fracture of the hinge post. The hinge post, hinge post extension, articular surface, hinge pin, and poly box were all returned. The hinge post exhibits fracture at the threaded portion and signs of damage to the threads. Sem analysis indicated this likely occurred from fatigue loading, however, the origin of the fracture could not be determined. The hinge post extension exhibits damage to the threads. The articular surface exhibits significant damage and, sem analysis indicated the presence of third body co-cr-mo (cobalt chrome molybdenum) particles on the articular surface, likely from the damage hinge post. The poly box also shows signs of damage to the stop, typical of hyperextension. Hypertension of the knee could have contributed to the fatigue failure of the hinge post. The height and weight of the patient are unknown, as is the torque applied to the hinge post extension during implantation. X-rays were not provided, and the implant alignment is unknown. Based on the provided information a definitive cause of the hinge post fracture cannot be determined. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.